Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the returned lead portion exhibited normal electrical characteristics. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the lead was capped and replaced due to capture anomaly and high pacing threshold. A partial lead was returned for analysis.